Event description:
Boston scientific received information that this right ventricular (rv) lead was possibly dislodged as reported by the field representative. During the lead revision, the physician had difficulty in extending the helix. The lead was pulled out and it was noted that there was tissue in the helix mechanism. This rv lead was abandoned and the physician decided to use a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.